Event description:
The pt has been explanted. Med-el was not informed of the scheduled explantation until the receipt of the explant in another country. Despite of requests for further info to the clinic, no info on the reasons for explantation have been provided to med-el.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.